Event description:
Patient with left ventricular assist device (lvad) therapy for 2 weeks presents with acute hemorrhage stroke while he was napping, in the setting of inr 1.6, ptt 63, and doppler blood pressure in the 70s.